Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device not returned therefore analysis of complaint device could not be performed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified circumflex (cx) artery. A 4.00mm x 8mm nc emerge balloon catheter was advanced for dilation. However, during the procedure when the balloon was inflated in the lesion, the balloon ruptured. No segment of the balloon was detached inside the patient after it ruptured. The procedure was completed using a different device. No patient complications were reported and the patient's status was good.